Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. At some point (while the sensor was not reading), the patient decided to test her bg via fingerstick, which was 443 mg/dl. The patient was not experiencing any symptoms; however, the patient¿s father and boyfriend brought her to the emergency room (ER) due to her high bg meter reading. While going to the ER, the cgm started providing readings. The cgm was reading 190 mg/dl and the bg meter was reading 414 mg/dl. The patient was treated with IV fluids and insulin while in the ER. She was observed and discharged home about 4-5 hours later. The patient was stable at the time of report. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.